Manufacturer narrative:
Product is not returned yet to manufacturer. No examination was yet performed. The review of the device history records and traceability is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Additional informations were requested. Investigation still in progress. Conclusion is not yet available .

Event description:
Mobi-c p and f us:: jammed, from information reported, the screw in the peek part that holds the implant "would not remove so the mobi-c implant would'nt release". Implant was removed and surgery was completed successfully with a new one from the same size. No impact on the patient. No surgery delay more then 30 min or impact on the surgery were notified. Additional information was requested.

Manufacturer narrative:
According to the reporter , during cervical surgery after insertion of the implant , and prior to peek cartidge removal , the surgeon had difficulty to remove the screw that assemble the implant . Therfore another implant of the same size was used . With no patient impact or complication . Product was returned for eaxmination . Incomplete device was received by manufacturer . Functional examination confirmed difficulty during screw removal . Visual examination , shows that the thread of the implant was damaged . Review of the complaint history did't identify similar cases for this lot number . Review of the case with product range manager , based on the complaint history review of this lot number , the investigation found that the probable cause is related to supplier error during thread machining.

Event description:
Mobi-c p&f us : jammed, not released implant from information reported, the screw in the peek part that holds the implant would not remove so the mobi-c implant would'nt release. Therfore, implant was removed and surgery was completed successfully with a new one from the same size. No impact on the patient. No surgery delay more then 30 min or impact on the surgery were notified. Product was received and examinated by the manufacturer .

Event description:
Mobi-c p&f us : jammed, not released implant.

Manufacturer narrative:
This medwatch is submitted following an additional information. Additional information on surgical steps and sales order was received. According to reporter, the impaction knob was turned clockwise to remove the device. The surgery was completed successfully with another instrument & another device (same size). Instrument was not returned, it was put back in the set and theres two in the set. In addition , the instrument reference and lot number was not communicated which prevent from reviewing the device history record and traceability. The implant was not returned to manufacturer. No examination was performed. The review of the implant history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event investigation is in progress and conclusion will be made when device will be received and evaluated.